Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was undergoing bilateral total knee replacement where an attune ps rp implant was utilized. It was noticed during the procedure that the tibial trial ps rp size 5 articulating surface had broken at the clip in section (that attaches to the shim) - both the plastic "nipple and the retaining spring were located and were not left in the patient. One of the other articulating surfaces was utilized.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for evaluation, however, review of the provided photo confirmed the reported breakage. Root cause and corrective action are documented in the CAPA system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.